Manufacturer narrative:
Device evaluated by manufacturer: device remains implanted. No product was returned, no evaluation could be performed. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The serial number of the device was not provided; consequently the device history review was unable to be performed. No information has been provided to suggest a device quality deficiency that may have caused or contributed to this event. No CAPA is applicable; however, we will continue to discuss these events at the weekly compliance meeting to address the reporting decision. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a edwards bovine 23mm aortic valve was enrolled to undergo a transfemoral transcather procedure due to severe aortic stenosis after an implant duration of approximately 9 years. The procedure was successfully performed on (B)(4) 2012 with no noted patient complications.